Event description:
It was reported that the customer was receiving button error and no delivery alarms on her insulin pump. Her blood glucose was 250mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.